Event description:
It was reported that the bd solomed¿ syringe was cracked in the middle above the "1ml" mark during use. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "syringes cracked in the middle, just above the 1ml mark. When aspirating it comes back with strong pressure. All the 5 syringes are damaged in the same place. Consumer reports that lost the drug in the middle of application - it was lost a unit of algestone, because in the attempts to aspirate the liquid, part of the product was lost."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9135601. Quality notifications and maintenance records where no records potentially related to failure was found. The sample provided were evaluated and it was possible observe barrel cracked. The potential cause for this is a syringe assembly failure that caused the damage. To define and manage actions to correct the incident, CAPA 1035416 was opened. Some actions performed: perform timing adjustment on the transfer disk; create poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. Implementation of additional release inspection as per (B)(4) sampling until CAPA closes.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe was cracked in the middle above the "1ml" mark during use. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "syringes cracked in the middle, just above the 1ml mark. When aspirating it comes back with strong pressure. All the 5 syringes are damaged in the same place. Consumer reports that lost the drug in the middle of application - it was lost a unit of algestone, because in the attempts to aspirate the liquid, part of the product was lost."